Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was receiving morphine (concentration 25 mg/ml, dose 8.93 mg/day) via an implantable pump for non-malignant pain. The event date was (B)(6) 2016. An active motor stall was seen at initial interrogation, a stopped pump period may exceed tube set message was also noted. The patient did not recently have a magnetic resonance imaging. There was no known magnetic or electromagnetic exposure. The nurse reported that when she was with the patient over the weekend, there were breaks in the alarm timing; the pump would alarm every 10min once in a while then it would go 20-30 min before they would hear it again. The patient was describing withdrawal symptoms and thought she had the flu. The health care professional wanted to speak with the local manufacturing representative (rep)so the reporter was transferred to the national answering service to page a representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The patient reported that they went a week hearing the beeping and didn't realize where it was coming from. No further complications were anticipated/reported.

Event description:
Additional information was received from a manufacturer's representative. It was stated a manufacturer's representative was at the pump replacement on (B)(6) 2017. The old pump was going to be sent back to the manufacturer for analysis. The pump was programmed to minimum rate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.